Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related postoperative management. Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. The osferion bone void filler package insert states in the following section: (adverse events) infection. Fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
Case a case treated with spinal fusion. A patient underwent spinal fusion with spinal rods, screws and cross-link. This product (bone void filler) was also grafted to the surgical site. However, the patient developed a postoperative infection. The surgeon opened the wound, removed the cross-link, and then irrigated the lesion. The patient's progress should closely be monitored.